Manufacturer narrative:
Internal report: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-061: storage outside specifications. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer complaint of e-3 error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on 07/15/2019 as a result of the meter's readings. Blood test performed fasting during call on 07/15/2019 (using a new vial) produced result of 114mg/dl upon insertion of test strip into meter port. Test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is within the month of july 2019. Adverse event not reported.